Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture and loss of sensing. Fluoroscopy confirmed the lead was dislodged and had pulled back into the superior vena cava. The right atrial lead was explanted and replaced on (B)(6) 2019. Patient was discharged.

Manufacturer narrative:
The reported events of ¿unable to sense or capture¿ were not confirmed. Analysis was normal. No anomalies were found.